Manufacturer narrative:
The 14mm aso was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and damage was found to the proximal disc's sticking and patch. The cause of the damage could not be determined; however, it is suspected to be due to the percutaneous removal. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Aga requested further information regarding this case, but medical records and images were not provided. The results of this investigation are inconclusive since no additional information or imaging was received. The cause of this embolization remains unknown.

Event description:
According to the initial information received, a right femoral vein puncture was performed using the seldinger's technique. A 6f multipurpose catheter was advanced from the right atrium to the left atrium. An 18mm amplatzer sizing balloon ii was used to stretch the defect. The stretched diameter was measured by echo and angiogram and both gave a reading of 13-14mm. A 14mm amplatzer septal occluder (aso) was used and deployed after proper visualization, bubble injection and stability tests. The aso was released; however, ten minutes later the aso embolized to the aorta at the junction between the arch and descending aorta. A 10f mullins sheath was introduced and a flexible biopsy forceps and a wire snare were both used. After several attempts and after beveling the tip of the mullins sheath the aso was successfully retrieved from the right femoral artery. A 19mm aso was successfully deployed and after stability testing was released. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available a supplemental report will be filed.

Manufacturer narrative:
Review of the medical records and images by aga's medical consultant resulted in the following findings: this adult male patient had a small to medium sized atrial level communication that was closed with a 14mm aso. About ten minutes after implantation, the aso embolized to the left atrium and then into the descending aorta (dao). It was snared and removed with the help of a 10f mullins sheath that was beveled by the implanter. A 19mm aso was placed and remained stable. Three cds were provided for review. The first cd was tee of the procedure and was very helpful. The remaining two cds were fluoroscopy of balloon sizing, aso deployment, aso evaluation in the dao after embolization, the aso being grabbed by the bioptome and pulled in the abdominal aorta and finally the aso being pulled into the mullins sheath before final removal. According to aga's medical consultant, the following inferences can be made after reviewing the cds: this was an atrial level communication that was anatomically a pfo. The septum primum was thin and there was a short tunnel. A prominent eustachian valve was seen. The defect was about 7mm in diameter before balloon sizing. Balloon sizing stretched the defect to about 13mm and a 14mm aso was deployed. The aso seemed to have sandwiched the aortic rim well but because of the thin posterior rim (septum primum), the right atrial disc seemed to slip across the aortic rim into the left atrial side even before the aso was released. After release, the device appeared unstable and a few minutes later, it embolized. The aso embolized because of the atrial septal defect/pfo anatomy primarily. A 14mm aso was the correct size device if the patient had a secundum asd. This defect was complicated by the fact that it was a pfo with a short tunnel, thin posterior rim that made it a flap-type opening. A 14mm aso with a smaller right atrial disc slipped through the flap-like opening into the left atrium. The limbus of the atrial septum, hence, was not covered by the right atrial disc. Another important feature of this defect that made it complicated was the thin posterior rim. After the embolized aso was captured and removed, re-assessment of the defect revealed that the defect could be enlarged up to 22mm with somewhat aggressive balloon sizing. This was because the defect in the anterior-posterior dimension was much larger than in the left to right dimensions. The aso embolized because of the use of an under-sized device. A 30mm amplatzer pfo occluder or amplatzer cribriform occluder may have been a much better option for this patient's defect.